Event description:
It was reported by patient's legal representative that patient underwent a total hip arthroplasty in 2008. Subsequently, patient has undefined complaints. This report is based on allegations set forth in patient's notice and the allegations therein are unverified.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. The following sections could not be completed with the limited information provided. (B)(4). This report is based on allegations set forth in patient's complaint and the allegations therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported by patient's legal representative that patient underwent a total hip arthroplasty in 2008. Subsequently, patient has undefined complaints. This report is based on allegations set forth in patient's notice and the allegations therein are unverified. Additional information received from the patient's legal counsel allegedly noted patient underwent a revision procedure on (B)(6) 2014 due to allegations of pain, elevated metal ions, limitation of external rotation, and audible noise.